Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the emergency room due to erosion of the device. The patient reported a small bruise had developed, which then began to give way. The patient was treated with antibiotics and evaluated for infection. It was noted the patient was dependent on the pacemaker, and a new system was planned to be implanted on the patient's right side. No surgical intervention had been performed at this time. No additional adverse patient effects were reported. It was later reported that this pacemaker and lead system was explanted. The patient does not have a new device implanted. They have been followed up by electrophysiology, and they do not require yet being implanted with a new pacemaker.

Manufacturer narrative:
Available information indicates the patient is awaiting a new pacemaker system implantation. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates the patient is awaiting a new pacemaker system implantation. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the emergency room due to erosion of the device. The patient reported a small bruise had developed, which then began to give way. The patient was treated with antibiotics and evaluated for infection. It was noted the patient was dependent on the pacemaker, and a new system was planned to be implanted on the patient's right side. No surgical intervention had been performed at this time. No additional adverse patient effects were reported.